Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that pe valve was not shifting fully causing low o2, which confirmed the original complaint issue. However, there is no indication that there was a failure of the lights to illuminate.

Event description:
Dealer states that the unit was showing low 02. The unit was not showing any lights the dealer states but it was running.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states that the unit was showing low 02. The unit was not showing any lights the dealer states but it was running.